Manufacturer narrative:
Investigation results: investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the cephalic vein. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. During the first inflation at 10 atmospheres for 1 minute, the balloon ruptured. The balloon removed successfully from the patient and angiogram was done to ensure there is no perforation. Another pbc 5mmx2.0cmx90cm was inflated to 10atm at the targeted lesion and was retrieved. A completion angiogram was done to ensure the blood flow was restored and procedure was completed successful. There were no patient complications as a result of this event. The patient was stable post procedure.